Manufacturer narrative:
Approximate age of device ¿ 3 years, 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the vad system was producing low flow events that started on (B)(6) 2018. The patient had dizziness, fatigue for months and had decreased response to diuretics. Multiple speed changes were done with no progress. The low flow events were suspected potentially to be due to possible pump malposition. A pump exchange was performed on (B)(6) 2018. No further information was provided. The manufacturer's technical service representative reviewed submitted log files and observed 35 low flow events between (B)(6) 2018 and 87 alarms from (B)(6) 2018 to 1(B)(6) 2018.

Manufacturer narrative:
Device evaluation: although the reported low flow alarms were confirmed in the submitted log files, the root cause could not be conclusively determined during the evaluation of (B)(4). The log files showed the pump operating at 8200rpm with intermittent low flow alarms captured in (B)(6) of 2018. The alarms occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. The pump was returned with driveline cut approximately 13¿ from the pump housing and the severed portion was returned. The sealed inflow conduit and sealed outflow graft were detached from their respective pump ports. The bend relief collar had been removed from the outflow graft and the bend relief was detached from the graft hardware. Upon removal of the bend relief, two kinks in the outflow graft were observed adjacent to the graft attachment hardware. A de-airing hole suture was tied across 4-5 of the graft convolutions, causing the graft to buckle slightly and appeared to be contributing to the smaller kink. The normal tissue ingrowth around the kinks was in poor condition and appeared to have shifted. The evaluation could not conclusively determine if the kinks were present during support and a correlation to the reported event could not be confirmed. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups under a microscope found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. During review of the submitted log files, it was also noted that the system was supported only by external batteries for several consecutive days. The patient handbook warns to always connect to the mobile power unit when sleeping or when there is a chance of sleep. If you are sleeping you may not hear the system controller alarms. The patient handbook also contains a section on sleeping, which include a pre-sleep checklist. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.